Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported prestataire says: ¿mechanism problem / cannula insertion. No further information was provided.

Manufacturer narrative:
Follow up was received 27-aug-2025 and update was made to b5.

Event description:
Follow up received 27-aug-2025: it was clarified that the cannula did insert into the skin, and the pink slide had moved forward. The cannula was visible after removal. It is unclear what the actual report is suggesting occurred since the report also stated "mechanism problem / cannula insertion." No further information was provided.